Event description:
The pt called lifescan and alleged the one touch ultra meter was set in mmol/l instead of mg/dl. The medical affairs specialist called the pt to confirm the info. The readings in the past week were between 10.0mml/l (14.8 on day of concern) however was unaware when the unit of measure changed. No action taken by the pt following use of the meter. The day of concern the pt had chest pain and nausea. (Pt assumed due to diabetes) and made an appointment to see their doctor later that morning who noticed the unit of measure was wrong and advised pt to call lifescan to change it. The reading, on an unknown meter, was 354 mg/dl. Pt was given a refill prescription for micronase and a new prescription for humalog sliding scale. The pt routinely takes micronase, glucophage and actos on a daily basis. Pt "occasionally takes lantus". (Not recently) pt would have called their doctor before taking it. The pt also sees and is treated by a cardiologist. The customer care representative assisted the pt in setting the meter correctly. The date was incorrect and corrected. This would likely indicate the pt entered the set up mode inadvertently and changed the settings. The pt does control solution tests regularly and they pass. Based on the info obtained from the pt there is no indication the product malfunctioned; however there is indication that treatment may have been delayed due to user error in not noticing the mmol/l. The pt was unaware of the unit of measure and was reading 266 mg/dl with symptoms. It was unknown how long pt may have been reading high, which could have led to the serious injury, which in turn may have delayed the contact with their doctor and delay in medicating appropriately. This is reported as an adverse event.